Manufacturer narrative:
(B)(4). Additional assessment of this event indicated that the urinary tract infections were not related to the device or therapy, but were instead related to the patient¿s underlying urinary dysfunction diagnosis. There is no information to reasonably suggest that the event in this report is reportable for serious injury; the type of reportable event was updated to malfunction due to the other reported information.

Event description:
It was reported that ¿stim¿ seemed to be turning off because the patient was having a return of symptoms in (B)(6) 2015. The patient had two ¿horrific¿ urinary tract infections and that was why they thought it was off ¿again.¿ they had recently seen their doctor to turn it on again. It was stated the doctor had the patient on ¿program 7¿ and then they were switched to program 1. On program 1, the patient¿s diarrhea was not being helped so they wanted assistance in increasing stimulation. During the call, the patient was able to increase from 3.7v to 4.4v and it was comfortable. No further information was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0kynn, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # unknown, product type programmer, patient. (B)(4).